Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up buttons due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed button error. The customer¿s blood glucose was 95 mg/dl at the time of incident. Customer stated that the insulin pump buttons were stuck. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and was expected to return for analysis.